Event description:
This patient was in the ep lab for a planned transesophageal transcardiogram (tee)/cardioversion. Per the investigation/interview with bioengineering, and the tee tech, the philips tee flexible probe was passed and the procedure began. The philips ie33 us machine (the brain) gave an error message and froze. The machine was restarted, however the probe could not be autocalibrated. Another probe was brought in and the procedure was successfully completed without any injury/harm to the patient. Please note the probe was a loaner from medrad mvs. Bioengineering inspected the probe and noted a significant "dent" at the proximal portion of the probe. It is unclear how the damage occurred. Medrad rep was contacted. The probe was returned to medrad.what was the original intended procedure?tee.